Event description:
The patient reported that they felt a buzzing vibration in their chest near the device. The patient has not followed up with the physician about the symptom. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.